Event description:
The customer reported that she smelled smoke, her pump in style power adapter was melting and that there were flames coming from it. The customer did not report any injuries as a result of the issue.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In a f/u with the customer, the customer confirmed that she did see flames coming from the power adapter. She also stated that there were no injuries as a result of the issue. Though the original product has been rec'd, it has not been evaluated at the time of this report. Should add'l info become available resulting in new, changed or corrected data, a f/u report will be filed at that time. As a result of CAPA b)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.